Event description:
Upon cleaning of laser star catheter lot rd808w57, catheter number 2, blood was seen oozing from a tiny hole near the tip of the catheter. Visual inspection revealed two small holes in the catheter. One small near the tip and one larger further up the catheter that appears to have fiber worn through. Md's notified and catheter viewed. No indication during the procedure there was a problem and no device malfunction apparent. There was no laser energy loss of catheter tip.